Event description:
Reportable based on investigation completed (B)(4) 2012, which revealed stent damage. The lesion being treated was located in the left anterior descending artery. The physician was attempting to implant a 3.00 x 20 mm ion stent. The stent became "hooked" on the non-bsc guide catheter. The stent never came to pass the guideliner and was removed. The procedure was completed with another of the same device. There were no reported complications and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was returned. The stent was centered between the markerbands and securely attached to the balloon; however, there were several bent struts in the first two (2) distal rows of stent struts. The reported insertion difficulty was not confirmed. There was no indication of any product quality deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).